Event description:
On (B)(6) 2024, patient received first dose of durvalumab and tremelimumab which was complicated by 3 to 4 days diarrhea. Patient did not continue cycles of immunotherapy due to rehabilitation from continued ici symptoms. Patient was enrolled to (B)(6) investigator initiated study, vgrid sbrt: a phase I clinical trial in unresectable or metastatic hcc, on (B)(6) 2024 for hepatocellular carcinoma. Patient was treated with study intervention by dr. (B)(6), md on (B)(6) 2024. Patient would struggle with hydration status becoming progressively debilitated and found to have covid infection was admitted to (B)(6) on (B)(6) 2024. Patient was admitted at this hospital for roughly 1 week developed hypoxic respiratory failure necessitating 2 l oxygen supplementation, decreased mobility, atrial fibrillation requiring amiodarone loading and anticoagulation with apixaban. Patient was then discharged to local snf (skilled nurse facility) in (B)(6) where she has remained until (B)(6) 2024. At the (B)(6), patient developed stool and urinary incontinence sometimes having 10-12 episodes of liquid stool that were brown without melena or hematochezia were not improved with imodium. Dr. (B)(6), md recommended they come to (B)(6) for further evaluation. CT abdomen pelvis no acute abdominal pelvic inflammatory mass, ascites, bowel obstruction or evidence of diverticulitis. CT abdomen pelvis showed large hiatal hernia, with intrathoracic positioning of the stomach. Gi(gastrointestinal) was consulted for workup of suspected ici related colitis, endoscopy showed benign-appearing esophageal stenoses but symptoms most likely related to large hernia. Neurology was also consulted for ongoing weakness likely related to ici toxicity, they recommended to hold off on further workup and see how she responds to therapies. On (B)(6) 2024 (B)(6) was consulted for j tube placement which they deferred and so did surgery d/t her large hiatal hernia; (B)(6) 2024 ctap (computed tomography arterial portography) showed continued interval enlargement of segment 4 hepatocellular carcinoma with left hepatic portal tumor-in-vein and oncology was reengaged to discuss cancer progression. On (B)(6) 2024 patient received esophageal dilation which still didn't help much with her appetite. In lieu of her continued weakness and extremely poor appetite patient shifted to dnar (do not attempt resuscitation) - li after discussion between family and palliative care. In attempt to contact patient for scheduling of 3 month study follow up appointment, research team became aware of palliative care for patient on (B)(6) 2024 via patient's daughter note within epic o2 chart messaging system. Daughter noted patient was discharged from hospital to home hospice as of (B)(6) 2024. Principal/active problems constituting palliative care include pulmonary embolus and infarction (hcc), multiple pulmonary emboli, hiatal hernia, chronic diarrhea, and moderate malnutrition (hcc). Radiation oncology research team contacted patient's hospice team (B)(6) 2024 for update on patient status. Hospice reported patient expired (B)(6) 2024. (B)(6) has not been notified of patient death as the information has not been reported in patient chart. Research team has requested death records from hospice. Because the patient's death is within 90 days of study intervention and possibly related to study intervention, the event is reported as a grade 5 serious adverse event and considered a dose-limiting toxicity until further review. Per protocol, stopping rules are defined as "events possibly related to study intervention, study will be suspended pending data safety monitoring committee (dsmc) review to determine if study should continue. Any grade IV or higher adverse event related to treatment (ctcaev5.0)." Impression: continued interval enlargement of segment 4 hepatocellular carcinoma with left hepatic portal tumor-in-vein. The known lr-tr viable segment 2/4a lesion is better characterized on prior abdominal MRI. Additional illdefined areas of hypoattenuation are slightly more conspicuous compared to prior exams and may relate to additional infiltrative hepatocellular carcinoma and/or sequela of portal vein branch thrombosis/tumor-in-vein. Attention on any follow-up abdominal imaging. Cirrhosis. New small volume abdominopelvic ascites. Large hiatal hernia. Similar fat and nonobstructed transverse colon-containing ventral abdominal wall hernia. Moderate bilateral pleural effusions. Known right lower lobe pulmonary infarcts are better characterized on prior chest cta (computed tomography angiography).